Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the dentist. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that after 17 days dental implant was installed in intraoral region 29#, its non-osseointegration was observed. In addition, the patient presented bone type iii, bone graft was executed, fenestration occurred during surgery and 20ncm of primary stability was achieved.